Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio value. On (B)(6) 2014, inratio: 2.8, lab: 1.4. Tests performed simultaneously. Pt's therapeutic range 2-3. No reported adverse pt sequela. No additional info provided.